Event description:
It was reported that the device was explanted after implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue, as there was perivalvular leak experienced after seating the valve. The decision was made to remove the valve and downsize to another valve.per the operative report: it was noted coming off bypass, the patient had a perivalvular leak. It was concerning along the right coronary cusp. The decision was made to re-crossclamp the aorta, opened the prior aortotomy and evaluated the annulus. The annulus was very poor in that region. There was concern about putting our repair stitch there. Therefore I excised the 25 mm pericardial tissue valve and removed all the stitches with their pledgets, and we then circumferentially placed a new pericardial tissue valve with 2-0 ethibond pledget stitches and reinforced the noncoronary cusp with pledgeted 2-0 ethibond.

Event description:
The customer's mother reported the customer received a reading of 80 mg/dl on his blood glucose meter and he was unresponsive, sweating and foaming at his mouth. When the customer arrived at a hospital emergency room, his blood glucose level was checked and a reading of 20 mg/dl (unknown meter) was reportedly obtained ten minutes after he received the reading of 80 mg/dl. The customer was reportedly diagnosed with severe hypoglycemia, but his medical treatment is unknown. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B) (4).

Event description:
It was reported by the aci sales professional on (B) (6) 2010 that a male patient underwent a diagnostic heart catheterization procedure on (B) (6) 2010. No anti-coagulants were given during the procedure. The physician, a trained user of the mynx, used the device for femoral arterial closure following the procedure. It was reported that post deployment, the physician was unable to remove the balloon from the advancer tube. After several failed attempts, they were able to remove the device however, the balloon and tip were reportedly dislodged. No pedal pulses were detected therefore a contralateral angiogram was performed on the right leg. An opaque blockage above the right knee was visualized. The patient was sent to surgery where the vascular surgeon retrieved what was reported as the balloon and tip of the device from the patient's artery. The patient was admitted and was reported to have been discharged on (B) (6) 2010 or (B) (6) 2010 without further clinical sequela (the exact discharge date could not be obtained).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #2 report should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once the product is returned and investigation results are available. Adc customer service attempted to make a follow-up with the customer's mother, but she reportedly refuse to give any further information.